Manufacturer narrative:
Product analysis: electrical testing was performed and indicated no conductor fractures or internal shorts. Radiographic imaging was performed and revealed the helix and connector region had no anomalies. The reports of high impedance and inappropriate capture were not confirmed.

Event description:
During the implant procedure, a lead was placed and high impedance and high threshold were observed. Despite attempts to reposition the lead, the impedance and threshold values did not change. A new lead was used and the procedure was completed successfully. The patient was in stable condition with no adverse consequences.